Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received an open sample that contains an unopened ampoule with signs of leakage. However, this product expired on 2017-06-30 and the complaint was received after the expiry date (complaint received on 2019-04-08). Nevertheless, the ampoule has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. We have also reviewed the batch manufacturing record of this product and no incidences have been found. Final conclusion: although the product already expired when complaint was received, taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959 when additional information is received a follow up report will be submitted.

Event description:
It was reported ampoule bottle leaked and empty. The reporter indicated that during the operation, after the nurse opened the package, it was found the ampoule bottle in the package leaked and was empty. The product could not be used on the patient. No other information has been provided.